Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Review of controller log files could not be performed since log files were not available for analysis. Of note, while an exact cause of death was not provided, information provided by the site indicated that the patient expired after presenting with abdominal pain and coding in the emergency room. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the ventricular assist device (B)(6) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. A review of the devices' manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. No performance allegations were made against the controller. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed that the controller had contamination within both power ports, serial port, and pump connector. The observed contamination is an additional finding not related to the reported event, likely due to handling of the device. Log file analysis revealed that the controller was not in use during the reported event date and was likely the patient's backup controller. (B)(6) was loaded with a software containing an unapproved pump start algorithm. Of note, while an exact cause of death was not provided, information provided by the site indicated that the patient expired after presenting with abdominal pain and coding in the emergency room. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, pain, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-march-2023 / serial#: (B)(6) d9: yes, return date: 14-nov-2024 h3: yes h4: mfg date: 25-march-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: g148 ICD & 4136 lead implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with abdominal pain and coded in the emergency room upon arrival. It was also reported that the patient was on multiple vasopressors, and that the patient family wished not to escalate care further. Eventually the patient went asystolic, and subsequently expired.